Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast capsular contracture. Concomitant medical products: mentor smooth round moderate plus profile 200cc saline breast prosthesis, catalog #3502200, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with a mentor smooth round moderate plus profile 200cc saline breast prosthesis developed capsular contracture (baker grade iii) in her left breast. The patient¿s left breast was painful and tender. Capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2019.